Event description:
As reported, the cutting balloon was advanced to the lesion and inflated 3 or 4 times. Upon withdrawal, the balloon became caught on the struts of a deployed stent. A guidewire was advanced to the location, however, they were unable to free the cutting balloon. Then the catheter broke inside the pt. The pt was sent to surgery to remove the portion of the balloon still inside the body. Pt status was reported as good.